Event description:
It was reported that 1 bd syringe luer-lok¿ tip had a damaged stopper, and 2 syringes had foreign matter in them. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "gusket defect x1 fm attached x2".

Manufacturer narrative:
H.6 investigation summary: 12 samples were received. 3 from the lot# 9120910, and 9 from the lot# 9182397. Visual inspection was performed to the samples. 11 samples have ink dots or smear near the bd logo area mainly. One sample has rolled stopper. The packaging blisters that came together with the samples confirm the reported lot#s. The photos provided show the reported defects. For the ink dots or smears, it is likely that the ink was not fully cured and experienced some rubbing, possibly from a jam inducing the ink dots and the smear. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 bd syringe luer-lok¿ tip had a damaged stopper, and 2 syringes had foreign matter in them. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "gusket defect x1, fm attached x2".